Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, due to previous reported issue. The patient was reimplanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced intermittent connection with the device. Hardware exchange, troubleshooting and re-programming attempts were made; however, the issue could not be resolved. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.